Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the applier jaws were misaligned before use. Therefore, another unit was used instead." No patient involvement.

Event description:
It was reported that "the applier jaws were misaligned before use. Therefore, another unit was used instead." No patient involvement.

Manufacturer narrative:
(B)(4).the sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in